Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a 403:317:871:000 error was confirmed but not reproduced. The cause of the reported condition was determined to be defective user interface module printed circuit board (uim pcb). The uim pcb was replaced to fix the reported condition. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The baxter service technician reported a colleague infusion pump which experienced failure code 403:317:871:000 during device evaluation testing, which interrupted delivery. This device is a remediated colleague infusion pump with a user interface module software version of 6.13.90. There was no patient involvement. No additional information is available.